Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the event occurred on 9/23/2025, at facility¿s infusion center, volume infused discrepancy patient infusion set for 120ml. Upon pump alarming 120ml had been administered the clinician noticed that there was still quite a bit of fluid left in the bag. 120ml was placed in the medication bag. Continued infusion and pump stating total of 225.95ml was infused (including flush). Flush ns remained in bag which is saved with infusion pump for biomed. Patient did not receive 100% of the volume to be infused, or the normal saline flush. No patient injury. Biomed testing could not replicate. This was reported to bd representatives during site visit. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model # additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported 'under infusion' event could not be confirmed through log review or replicated during extensive laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. An internal and external inspection was performed for the suspect pump module, and no issues were found that could have contributed to the reported event. The suspect pump module s/n (B)(6) underwent preventive maintenance using alaris system maintenance v.12.5 and successfully passed all tests without any issues a review of the logs was conducted, and the results are shown below; on 23sep2025 from 11:43 am to 11:46 am: pcu 8015 s/n (B)(6) was powered on, and pump module 8100 s/n (B)(6) was assigned to channel a. The user programmed a basic infusion with a rate of 120 ml/h and a volume to be infused (vtbi) of 90 mb. The initial primary volume infused (pvi) was recorded to be 0 ml. Throughout the day, the vtbi was adjusted seven times, ranging from 10 mb to 30 mb, while the infusion was restarted after each change. The pvi reached 185.59 mb by 1:19 pm. Two additional infusions were completed afterward: one with 10 mb vtbi (pvi at the end of the infusion 195.66 mb) and another with 30 mb vtbi (final pvi 225.90 mb). The infusion concluded at 1:41 pm when the channel was turned off and the pcu powered down. The estimated infusion time, considering the (B)(4) error obtained through timed rate accuracy testing and the device programming on the date of the reported event¿set at a rate of 120 mb/h with a vtbi of 90 mb¿is approximately 43.13 minutes. However, before this time had fully elapsed, the vtbi was modified multiple times. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. Bd alaris¿ system with guardrails¿ suite mx (12.3.2) states: follow proper infusion set loading instructions and ensure the set is free of kinks and that all clamps are open before starting an infusion. Improperly loaded sets or failing to open clamps can result in delayed start of infusion or inaccurate fluid delivery. Ensure the upper fitment is not elevated above the fitment recess on the pump. Do not stretch or twist the set while loading or when closing the door. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported 'under infusion' event could not be determined through laboratory testing and log review. The suspected pump module was found to be infusing within specifications. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the event occurred on 9/23/2025, at facility¿s infusion center, volume infused discrepancy patient infusion set for 120ml. Upon pump alarming 120ml had been administered the clinician noticed that there was still quite a bit of fluid left in the bag. 120ml was placed in the medication bag. Continued infusion and pump stating total of 225.95ml was infused (including flush). Flush ns remained in bag which is saved with infusion pump for biomed. Patient did not receive 100% of the volume to be infused, or the normal saline flush. No patient injury. Biomed testing could not replicate. This was reported to bd representatives during site visit. There was patient involvement but no harm.